Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was noted that the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged and was wound up in the pocket as the patient is a twiddler. The physician attempted to reposition lead but the lead would not stay in place. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.